Event description:
It was reported that this right ventricular (rv) lead shock had been gradually increasing over the past year and reached a high out of range impedance value. Boston scientific technical services (ts) provided troubleshooting actions and advice on how to avoid higher impedance values. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead shock had been gradually increasing over the past year and reached a high out of range impedance value. Boston scientific technical services (ts) provided troubleshooting actions and advice on how to avoid higher impedance values. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead shock had been gradually increasing over the past year and reached a high out of range impedance value. Boston scientific technical services (ts) provided troubleshooting actions and advice on how to avoid higher impedance values. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that prior to the lead explant, a defibrillation threshold (dft) test was performed. The lead did not pass the dft, which led to the explant.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found calcification throughout the lead body. Large amounts were found on both shocking coils. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead shock had been gradually increasing over the past year and reached a high out of range impedance value. Boston scientific technical services (ts) provided troubleshooting actions and advice on how to avoid higher impedance values. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that prior to the lead explant, a defibrillation threshold (dft) test was performed. The lead did not pass the dft, which led to the explant. Subsequently, the device was returned for analysis.